Event description:
It was reported that pump experienced malfunction with displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed no notable events occurred before malfunction, worked with technical support to reset pump using provided reset instructions, did not experience repeat malfunction after reset, and was advised to continue using pump and to call back if malfunction code recurred, which customer acknowledged and understood.